Manufacturer narrative:
The reported events were high capture threshold and extra cardiac stimulation. As received, a complete lead was returned in one piece. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the patient experienced extra cardiac stimulation resulting in discomfort and the left ventricular (lv) lead exhibited high capture threshold. The lv was not used and replaced. The patient status was unknown.